Manufacturer narrative:
The reported issue that the pump module had alarmed for ail, and that the air was cleared with the infusion restarted was confirmed via log analysis; however the date of the reported incident was identified to have occurred a few days later than reported. The reported incident date being 04/27/2020 was not confirmed to have occurred, the incident was found recorded to have occurred on the date 04/30/2020. The cause for the ail alarm during the infusion was not able to be ascertained from the log. It is not believed that there was a device malfunction and there was no alleged performance deficiency by the customer. The recorded ail event suggests the pump module was performing as intended for the detection of ail. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was patient involvement.

Event description:
It was reported from the neonatal intensive care unit that device alarmed air-in-line on a primary line with tpn infusing at 3..2ml/hour. Nurse ended up removing air from line and reconnected to patient. There was no adverse effects caused to the patient as a result of the event.